Event description:
Left breast area had pain. Swelling and fever developed with breaking of the skin and rash. Treated from 4/91 until 9/91. 9/11/91 skin, excision, left breast focal recent hemorrhage and granulation tissue. Soft tissue biopsy left breast capsule, recent hemorrhage and organizing hematoma.